Event description:
No update provided.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00940 (400460517 nx009z), 9610612-2019-00941 (400460518 nx053z), 9610612-2019-00942 (400460519 nx120), 9610612-2019-00943 (400460520 nn261z). Involved components: ref.code device name batch, 9610612-2019-00942 (400460519 nx120 vega ps gliding surface t2/2+ 10mm 52057469), 9610612-2019-00943 (400460520 nn261z as tibial obturator d12mm 52061806). General information: we received a complaint about one nx009z: as vega ps femoral. Comp.cemented f4n l and one nx053z: as vega ps tibial plateau cemented t2. There are no devices available for investigation. No x-ray figures were provided to us. There are no devices available for investigation. No x-ray figures were provided to us. Consequences for the patient: post-operative medical intervention was necessary. A revision surgery was necessary. Investigation: no product at hand - therefore an investigation is not possible. One figure was provided to us. The provided picture shows that no bone cement adheres to the implant. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded, wrong temperature, unfavourable storage, the age of the cement, and/or wrong handling with the cement. A product safety case (psc) was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps femoral component. According to the customer report: the initial date of surgery was (B)(6) 2014. A revision was performed due to aseptic loosening of the femur and tibial components. The type of procedure is a total knee arthroplasty. A revision surgery was necessary. Additional information was not provided nor available. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00941 ((B)(4) nx053z). 9610612-2019-00942 ((B)(4) nx120). 9610612-2019-00943 ((B)(4) nn261z).